Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report for the device being unable to pace and not recognizing pads could not be replicated or confirmed. Review of the logs show the device functioned normally at startup. After switching to pacer mode, ECG lead faults were recorded, indicating leads were not properly connected. The customer's report for the defib buttons being unresponsive could not be confirmed. In pacer mode, defib button functionality is limited by design (e.g., analyze is disabled; charge/shock prompts require turning pacer off). User may have misinterpreted as device failure due to unfamiliarity with mode-specific behavior. The device passed all functional testing including impedance calibration, defib and pacer stress testing, bench handling, and defib cycling. No fault was found with the device. The claim regarding the device being unable to pace and not recognizing pads will be closed as no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads, unable to pace, and did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.